Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204/107, "add gel" messages) has been confirmed. Upon investigation, the trunk cable connector was physically damaged, causing the belt to not stay securely latched to a monitor. Review of the patient's downloaded flag data indicates that patient protection may have been affected. The root cause for the damaged connector was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving a service code 204 (belt unusable), service code 107 (abnormal shutdowns), and "add gel" messages in the absence of a prior gel release.